Event description:
On (B)(6) 1994, an aus was implanted. On (B)(6) 2009, the entire aus device was removed and replaced, due to patient complaint of incontinence and that the device was non-functioning. No atrophy, erosion or infection noted. No patient complications were reported.

Manufacturer narrative:
Catalog #: cuff 72400160, balloon 72400024, pump 72400098. Serial #: cuff (B)(4), balloon (B)(4), pump (B)(4).